Event description:
During a routine examination, it was noticed that the stent, implanted for treatment, was broken. This stent was removed and a new stent was placed with good pt outcome. The device has not been returned, therefore, a failure analysis is not available. A lot history review showed no other complaints for this lot number. Without evaluating the device, the co is unable to determine the exact relationship between this event and the device.